Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: water tightness was not maintained due to wear of the grip part; the curved rubber adhesive part was missing; the amount of air supplied was insufficient due to clogging of the air/water nozzle due to handling (insufficient cleaning); due to handling (insufficient cleaning), the air and water nozzles were clogged and the draining function was reduced; the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of its normal state due to the elongation of the angle wire; the suction cylinder was scraped; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during the reprocessing of the evis lucera colonovideoscope there was air/ water leakage from the body control unit. The intended procedure was an observation of the lower gastrointestinal tract (colon screening), which was completed successfully with no issues. No patient injury or procedure impact was reported. During the device evaluation, it was discovered that the nozzle was clogged with a foreign object due to insufficient cleaning and sterilization. This report is to capture the reportable malfunction of the inadequately cleaned, clogged nozzle noted at estimation. A pre-inspection of the device was completed without any problems. The subject device was cleaned with an enzyme-based detergent and washed with oer-3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.